Event description:
It was reported that high impedance was detected on the patient's device. Per the physician, x-rays showed no visible fractures. It was noted that the patient may have twiddler's syndrome. The patient remained seizure free. No known surgical intervention has occurred to date. No further relevant information has been seen to date.